Manufacturer narrative:
E1: (B)(6). E1:(B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced high blood glucose lasting greater than 4 hours on (B)(6) 2026 and required hospitalization/emergency medical treatment due to a blood glucose value, dka, seizure, or diabetic coma event. The high blood glucose was treated with a correction dose via the pump.